Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator battery was depleting faster than expected. The battery status indicator showed 25% of the battery remaining. The longevity tables were evaluated to estimate the expected battery life of the generator. The absolute worst case scenario was chosen (higher output current than the patient's most recent settings) at output current = 2.0ma / frequency = 30hz / pulse width = 500microsec. The most recent duty cycle was 25%. The longevity tables estimated 8.9 yrs at a 10% duty cycle and 3.1 yrs at a 33% duty cycle. However, the estimate does not take into account if the tachycardia detection programmed on. Therefore, the estimated battery life would be reduced with the tachycardia detection programmed on. The programming data indicated that the battery voltage of the device was depleting more quickly than expected. This event may be due to supply current leakage due to the manufacturing process. No further relevant information has been received to date.

Event description:
Clinic notes were received from the patient's appointment on (B)(6) 2016. There were no issues reported with the battery, and the patient had a decrease in seizure frequency and duration with vns therapy. The patient was also more alert after seizures with vns. The patient was referred for surgery due to battery status. The patient had generator replacement surgery due to ifi=yes on (B)(6) 2016. The explanted generator was received on (B)(6) 2016. Analysis has not been approved to date.

Event description:
Analysis was approved on the generator. During the bench interrogation, the pulsedisabled and end of service warnings were set. The pulsedisabled byte would not reset. Therefore, electrical and diagnostic testing could not be performed. The diagnostic battery voltage calculation result was 1.983 volts. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.985 volts, verifying an end of service condition. To evaluate the possible side effects of the contamination observed on the trimmed edge of the pcba, voltage measurements were monitored on a bench oscilloscope. Observations of voltage measurements showed a fast charge/discharge cycle. The battery was removed. The pcba was subjected to electrical tests. Results showed that the pulse generator module failed several electrical tests relating to the supply currents and sensing. A diamond scribe was used to remove the contamination between the copper edges on the trimmed edge of the pcba. The results of the removed contamination indicated a probable unintended electrical path (resistive path) was established, causing most of the current drain issues. After all of the cuts were completed to the trimmed edge of the pcba, the module did not fail any supply current or sensing tests. The data in memory locations revealed that 21.601% of the battery had been consumed. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for premature end of life condition.